Event description:
It was reported that prior to the implant procedure of this implantable cardioverter defibrillator (ICD), interrogation was performed while still in the packaging, which revealed a safety mode warning. The physician exchanged the device to resolve the event and no adverse patient effects were reported. This ICD is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that prior to the implant procedure of this implantable cardioverter defibrillator (ICD), interrogation was performed while still in the packaging, which revealed a safety mode warning. The physician exchanged the device to resolve the event and no adverse patient effects were reported. This ICD was returned for analysis.